Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?failure code 812.02.?? (B)(4).

Event description:
The facility representative reported a colleague pump with failure code 812.02. It was not specified when reported condition occurred. There was no documented patient injury or medical intervention. No additional information is available. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 812.02 was confirmed and duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4)